Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that ¿it was not working¿. The patient then went on to clarify that their back was hurting where their ¿pocket was¿ (implant site).the patient stated that they thought something was ¿twisted or disconnected or moved¿. The patient confirmed that they had no falls or traumas. The patient was redirected to follow-up with their healthcare provider (hcp). The event occurred about a week ago in (B)(6) 2019. No further complications were reported/anticipated.